Event description:
The customer reported that an alarms for asystole/brady were not provided or heard at the central station.

Manufacturer narrative:
The customer reported that an alarms for asystole/brady were not provided or heard at the central station, resulting in a patient death. The fact that staff were not immediately aware of this occurrence supports that the device was a factor. The allegation that alarms were not heard may represent a malfunction that if it were to occur again, could contribute to patient harm. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).